Manufacturer narrative:
Findings: cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Stained keypad overlay noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged in the form of cracks. The customer's blood glucose value was unknown. No further information was provided.